Manufacturer narrative:
H.7 eval summary: the device did not have any header anomalies that would cause sensing issues. Device testing verified proper bradycardia pacing, anti-tachycardia pacing, and sensing function. Accurate high voltage charging and defibrillation output was confirmed, as well as appropriate electrogram storage. Various general parameters including telemetry responses of the device were also tested and functioned appropriately. In conclusion, co's analysis found normal device characteristics. No sensing anomalies were observed during testing.

Event description:
Beta blocker medication had been prescribed to the patient to bring his heart rate down. The pacemaker function of the ICD had been used periodically. The patient went to see the physician to have his device checked. The physician re-programmed to the patient's refractory period and increased his brady rate to 75. As a consequence, the device oversensed and delivered two shocks. The physician decided to replace the device.